Manufacturer narrative:
It was reported that wheel chair front wheel has broke off. There were no reports of death, serious injury, medical intervention, or follow up care. . It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that "wheel chair front wheel has broke off".